Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 49. Customer reporting error 49. During the repair an additional issue was found - defective display. Brezins has requested a second complaint be opened for this additional issue. Action taken: received pump and power cord. Unable to confirm error 49, not present during testing. Found power board partial unseated, possible cause of error 49. Power board has been re-seated. Red service tag "to dark to read" was confirmed. Found inoperative display, replaced. Pole clamp was jammed, replaced. Device required extensive cleaning. Device due for preventive maintenance, carried out on notification. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich for an error 49 and a ""dark to read"" issue and it investigation was performed by our local technical team. The error 49 issue was trailed through. According to provided information, the reported event was reproduced. The display was replaced and sent back to brézins for further investigation. Once in brézins, it was noticed that the screen was received unprotected. The screen corresponds to the original one (when manufactured in 2015). When we switched on the devices, the screen were darker than normal. The contrast test were normal, but with very dark tints that confirmed the reported event. The root cause of the reported issue could be linked to an ageing screen. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.